Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the flashing of the front panel indicates the failure of the device. The cause was determined to be the failure of the main board from the indication of the repair division. The cause of the failure could not be estimated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The asset device was returned to olympus. Upon inspection testing of the returned device, it was discovered, all the front panel leds were blinking due to faulty main board. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus asset device, visera elite xenon light source, was sent to the olympus service center. Upon inspection and testing of the returned device, it was discovered all front panel lights were blinking. There was no patient involvement.